Event description:
The customer questioned a (B)(6) result for the prism hbsag confirmatory test when tested a patient sample (donor) for another lab where the donor sample had already been tested repeat (B)(6) with the prism hbsag reagent. The donor had always been (B)(6) for this assay. No impact to patient management was reported.

Manufacturer narrative:
Patient identifier : (B)(6). (B)(4). An evaluation is in progress. A followup report will be submitted when the evaluation is complete.

Manufacturer narrative:
Product evaluation was completed in order to investigate this issue. Evaluation of complaint data for the lot in question did not identify atypical activity. Review of the lot device history records did not reveal any issues related to this incident. Quality records were reviewed to determine if other customers had experienced similar issues that might warrant further investigation. The reviews did not show any unusual activity related to this issue. Based on the evaluation results, no product deficiency or malfunction identified and the product is performing as expected.